Event description:
The patient received 4 boxes of droplet 31g x 8mm with lot no. Y56f8. He uses flex pen to inject 4x per day. User called in stating that the pn don't work. He states that no insulin comes out the pn as if they're clogged. He doesn't reuse pn.